Manufacturer narrative:
Device evaluation summary: the device was returned for analysis. The information reported on the luer of the device was consistent with the information in the received complaint form. A visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the guide wire tube. During visual inspection balloon twist was detected at 70 mm from the proximal balloon end. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon has been inflated and observed with microscope: - 2 bar: od permanent deformation detected on the balloon (twist) - 4 bar: it was possible to detect a twist on the guidewire lumen underneath the balloon. - 7 bar and 14 bar: the twist on the guidewire lumen was clearly detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact pacific drug-eluting pta balloon catheter to treat a lesion located in the sfa and popliteal artery. The device was removed from its packaging and inspected and prepped per IFU with no issues noted. Resistance was not encountered when advancing the device and no excessive force was used. It was reported that during inflation, a balloon twist occurred. The physician completed the procedure with another pta balloon. No patient injury was reported. Please note that in.pact pacific is not marketed in the united states; however, it is similar to the united states marketed device in.pact admiral. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.